Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly frayed. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly frayed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. Unraveling and peeled peebax were noted to the balloon. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported material fray and identified unraveling and peeled peebax. A definitive root cause for the reported material frayed and identified unraveling and peeled pebax could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.